Manufacturer narrative:
Technical inspection of the system did not reveal any technical issues. The handpiece was not inspected as it was discarded by the user. Investigation attributed the root cause to user errors: the doctor utilized cut off temperature and total energy that exceeded the recommended limits per IFU. This was combined with incorrect technique: heating on moving forward, stamping on the same spot for too long and not having a good control of the handpiece depth. This has led to the thermal injury, which later resulted in scars. Retraining has been scheduled for the clinic. Patient is being treated for scars at the same clinic.

Event description:
Burns on thighs and scarring post bodytite procedure.